Event description:
The trilogy evo ventilator was returned to the manufacturer for evaluation. During the evaluation of the device, error codes were recorded in the event log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device was evaluated and is pending further investigation.